Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a chemoclave® vented bag spike when preparing to hang the patient¿s chemotherapy, a leak was noted coming from the bag spike. The spillage was reported to be contained to a tray. The spike was immediately replaced and treatment administered. The incident happened at c3 (chemo day case) department. There was unprotected chemo exposure, no adverse operator consequences, no medical /surgical intervention required, and the device was changed out/replaced with no further problems encountered. There was patient involvement, a delay in critical therapy was reported, however there was no adverse event reported.